Event description:
It was reported by the omf surgeon that the oba screw was broken during insertion and the screwdriver with holding sleeve could not hold the screw firmly. It was discovered that one of the holding sleeve plates was smaller than others which may lead to uneven force transmission during insertion. This is report 1of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The additional evaluation revealed that the screw is broken. Due to the missing lot number it is not possible to trace back the broken screw neither the manufacturing documents can be checked. Because of the damage the dimensions which would be relevant for this breakage cannot be checked anymore. The microscopic investigation shows correct shape compared to the valid drawing. Our complaint statistics does not show any other similar breakages of this article. We suppose that the implant broke due to a mechanical overloading situation.